Manufacturer narrative:
No conclusion can be drawn. No evaluation was performed, as the device was discarded at the hospital. The user manual contains the following warning ¿do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff.¿ we will continue to track and trend this complaint type. (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the tool was broken. No patient impact was reported. It was also mentioned that the tool was discarded and will no longer be available for return. Additional information is being requested regarding the event and patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Upon follow up, it was confirmed that there was no impact to user or patient.